Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the restarts/reboots on its own and intermittently will not power back on. Complainant indicated that there was no patient involvement in the reported malfunction.